Event description:
It was reported that a cartridge alarm 6 occurred. The customer's blood glucose level was reported as "high," indicating an adverse impact. The customer was unable to address the high glucose level immediately due to lack of backup insulin but was instructed to load a new cartridge. After doing so, the pump resumed normal operation, and the customer continued with insulin therapy. The original cartridge was available for return.